Event description:
Describe event, problem, or product use error: 3 patients in the past couple weeks received injections at (B)(6) and had confirmed pseudoseptic reactions. All 3 patients were injected with the same lot (lot 20982 exp 07/31/2025). This is the first time this reaction as been observed in the 3 years this product has been in use at this location. Reference report mw5116877,mw5116879.